Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message after 3 days of wearing the adc freestyle libre sensor. The customer experienced symptoms described as confusion, ¿let urine run¿, and a loss of consciousness and was not able to self-treat. The paramedics were called and upon arrival, an unspecified treatment was administered and the customer was transported to the hospital where she was diagnosed with hypoglycemia and admitted for a ¿next week¿. While in the hospital, the customer received unspecified treatment and no further information was provided. There was no report of death or permanent injury associated with this event.